Manufacturer narrative:
Evaluation summary: the lens was returned with solution, blood, optic damage and haptic damage. Results from the product history record review indicated the lens met release criteria. The file indicated an approved cartridge/handpiece combination and an unapproved viscoelastic were used during the procedure. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of blurry vision. A lens bench test could not be conducted due to the optic damage. The observed lens damage may be closely related to a failure to follow the dfu. The account indicated the use of an unapproved viscoelastics. The use of unapproved viscoelastics in the cartridge may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received (B)(4) 2013. (B)(4).

Event description:
A technician reported that an intraocular lens (iol) was exchanged because the pt presented with blurry vision. Additional information was received that a limbal relaxing incision was made during the initial implant procedure. In the surgeon's opinion, the device caused/contributed to the event due to"mechanical failure to adapt to lens". An unapproved viscoelastic was used during the implant procedure.